Event description:
It was reported that during the surgical procedure, sparks were seen coming from the permanent cautery hook instrument. The instrument was removed and the customer observed burnt pieces and cracking on the housing. The planned surgical procedure was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.